Event description:
Event description guidant received information that this easytrak lead had dislodged one day post implant. The physician elected to explant the lead and implant an epicardial lead due to the difficultness of the case.